Event description:
Consumer reports getting some "off" readings with the plink meter. Analysis is run on clark error grid using mean avg reading (194) as reference point vs bd readings (65, 323) yielded some data points in the c/e range of the grid, outside acceptable limits.